Event description:
A peritoneal pt initially reported that he had experienced trouble draining during treatment and than stated that his pt line had leaked. A call was placed to the pts pd nurse and documentation received on (B)(6) 2011 confirmed the tubing leak and that the pt had also reported having cloudy effluent. The pt was sent to the hospital for possible peritonitis, however, lab data showed no growth. Reportedly, the pt was treated for aseptic peritonitis. No further details were made available.